Event description:
It was reported that the customer received no delivery alarms while attempting to deliver a bolus. His blood glucose was 188 mg/dl. Insulin exited during a fixed prime. Troubleshooting could not be completed as the customer was driving at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.